Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed aways during implantation. Before pump was implanted the free wall of the right ventricle (rv) ruptured. Efforts were made and wall was repaired. Device was implanted but after that, still in operating room, rv wall ruptured again, and repair was done again but the wall ruptured again and there was nothing more to do. Patient passed away on operating room table. The device worked as intended.

Manufacturer narrative:
E1: reporter number was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. The IFU also outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.